Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300s mg/dl; currently at 352 mg/dl). Correction boluses, insulin injections and a temporary basal rate were used to address the bg level. The customer initially thought that the high bg was due to school stress; however, after graduation, the high bg continued. A pump system check was performed and no device issue was identified. Tandem technical support advised the customer to discuss the high bg with a healthcare provider. The customer was satisfied.